Manufacturer narrative:
An aborted case results in the patient being unable to receive treatment. A delay in receiving treatment for a tumor could potentially lead to death or a serious injury by not receiving treatment at the desired time.

Event description:
It was reported that a tumor ablation procedure was aborted. The physician started firing the laser and no heat change was seen. It was noted that the laser connection at the rack was slightly disconnected which resulted in the cable and connection being destroyed. It was noted that there were also several other cables that were not connected properly including the motor and interface platform (ip) power being swapped. The case was then aborted and the patient did not receive treatment. If additional information is received, a follow up report will be submitted.